Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported pt injury. Investigation/conclusion: the vaporizer was returned to co's vaporizer svc ctr in austell, ga for investigation. The unit was tested and the output was found to be low to specification. Inspection of the vaporizer revealed that the thermostat cover gasket was fit in such a way that the inner edge of the gasket was causing interference with the thermostat flapper plate movement. Proper assembly methods for the thermostat have previously been reviewed. Additionally, work instructions have since been amended to include additional steps to help prevent thermostat cover gasket interference.